Manufacturer narrative:
The pulse generator was received in end-of-life (eol). The reported end-of-life (eol) was false; the cause could not be determined. After the product code was downloaded, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced.